Manufacturer narrative:
(B)(4). Exemption number: e2016031. (B)(4). Device evaluation: the zilbs-635-8-8 device involved in this complaint was returned for evaluation, without the original packaging. With the information provided, a physical examination and document based investigation was conducted. From customer testimony, it is known that the patients lesion was severely tortuous. The complaint device was advanced over an unknown olympus visiglide wire guide, through an olympus tfj-260v endoscope. A sphincterotomy was conducted prior to this occurrence, but pre-dilation was not conducted. The target location was in the hepatic portal region. Resistance was encountered when advancing the wire guide through the obstructed area, but the delivery system did not encounter resistance. The introducer was not advanced through a previously placed stent. No portion of the device detached inside the patient. The procedure was finished with another stent. The device related to this occurrence underwent a laboratory evaluation on the 28th september 2017. On evaluation of the returned device, fish mouth damage was observed on the distal white tip. Damage was observed on the flexor, corresponding to where the complaint device introducer would meet the endoscope elevator, at 110mm from the distal white tip. The flexor length was measured as 200.2cm, which was within specification of 200cm +2/-1cm (ref. Ci-dwg-60324 ver. 5). The device was flushed, and a 0.035 wire guide was passed through the device with no issues encountered. It was observed that the device was returned with the red safety tab in place. The device stent was deployed in the lab, with no resistance encountered. The stent was undamaged, and measured 8cm long. There was no evidence to suggest that the device was manufactured incorrectly. As the conditions of use could not be replicated in the lab, the complaint is confirmed based on the customers testimony. In addition, the stent was not deployed during the procedure. The customer confirmed that the complaint device reached the target lesion, but the delivery system could not deploy from the delivery system. The customer also reported that the endoscope elevator was in the down position prior to deployment. Possible causes for this occurrence could include the patient anatomy. The customer reported that the patients lesion was severely tortuous. The difficult anatomy could have created resistance, causing or contributing to the inability to deploy the stent. However, as the circumstances of use cannot be replicated in a laboratory environment, a definitive root cause cannot be determined. There is no evidence to suggest that the customer did not follow the product packaging insert (c-es1207m03 ver 3). Document review: a review of the relevant manufacturing records ((B)(4)) did not reveal any discrepancies which could have contributed to this complaint issue. Summary: as the conditions of use could not be replicated in the lab, the complaint is confirmed based on the customers testimony. In addition, the stent was not deployed during the procedure. According to the initial reporter, the patient did not experience any adverse effects as a result of this occurrence. The procedure was completed with another device. The risk was determined to be low (category iii). Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This report was submitted conservatively based on limited information and assumption that stretching of the flexor occurred. However the complaint device was evaluated and no stretching observed/recorded during the stent deployment in the laboratory. The failure mode recorded is not a reportable malfunction and as such this report is re-assessed and does not meet the reporting criteria of a malfunction. Evaluation details have been provided as confirmatory evidence of no stretching of the flexor.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. The investigation into this event is still being carried out. A follow up report will be submitted within the next 30 days with the investigation conclusions.

Event description:
A patient who had bile duct cancer underwent endoscopic stent placement of the hepatic portal region. However, it was impossible to deploy the stent. The user replaced it with another device to complete the procedure. There have been no adverse effect to the patient reported.